Manufacturer narrative:
One cadd legacy pca pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a scratched screen and cracked rear and front housing. Customer's complaint was verified. The event log did not show any record of the event. Customer's complaint was verified. The clock battery will be replaced in service. Use testing was performed. The problem source is the clock battery.

Event description:
Information was received that the cadd legacy pump accuracy is alarming on internal battery. No reported adverse effects.